Event description:
Target was notified that during an avm embolization, a hole was found in the catheter. The catheter was replaced and the procedure completed. There was no harm to the pt as a result of this event. Add'l info had been requested.